Event description:
Reporter alleged the blood glucose monitoring device generated a result outside the reading range of the meter. It was stated meter read 633 mg/dl and when checking the meter memory, the value was stored in it. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.